Manufacturer narrative:
(B)(4). Date sent: 11/5/2021. Additional information : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was any surgical intervention required for those the case? I was told that he put them npo with tpn. The patient had stents for a certain amount of time followed up with tpn npo. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Stents for a time followed up with tpn npo. Could you please clarify what is their current patient status? Will have to confirm with surgeon: the current patient, he thinks may have hematoma instead of leak. He is going to look today.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the patient developed a leak. The patient received a stint. There is no additional information.